Manufacturer narrative:
Results: the complaints lab received one sample. The sample was visually inspected. Brown marks were observed on the luer collar. Upon further inspection it was found that the brown marks were attached to the tip cap and not the collar. Previous ftir investigations have found this substance to be grease. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that upon opening the 10 ml bd posiflush¿ normal saline syringe package, the consumer noted that there was foreign matter on the hub. There was no report of injury or medical interventions.